Event description:
It was reported that ¿numerous¿ patients had been hospitalized for nausea, vomiting, dehydration, and abdominal pain typical of their gastroparesis symptoms. It was felt that these symptoms were ¿possibly related¿ to the device but more likely due to the patients¿ underlying disease. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).